Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer¿s printer cannot warm up enough and cannot function. The printer is working correctly. It was also determined at analysis that the stylus tip on the touchscreen needed to be calibrated. The paper tray was nearly empty, and the cooling fan was noisy. The upper hinge was worn. The software was updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer printer cannot warm up enough and cannot function. Replacing the printer drawer failed to resolve the issue. The programmer returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.